Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, when advancing the 26mm commander delivery system (ds) with valve through the 14f esheath+ through the ds and valve became stuck in the strain relief. The valve was unable to be withdrawn or move forward. The strut became bent on the valve, and the system had to be removed as one unit. Upon removal the strut was seen to be sticking out through the seem of the sheath. The entire system was removed as a single unit, and a new one was prepped. The new 26mm sapien 3 ultra resilia valve was successfully implanted and there was no patient injury. The patient is in stable condition.